Manufacturer narrative:
H3 device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had a leak in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders were not functional tested due to a leak was identified. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported events. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed.

Event description:
It was reported that after implantation of an inflatable penile prosthesis on (B)(6) 2019, the pump was very difficult to operate so that on (B)(6) 2019 the pump was exposed and repositioned. Even after that, the pump could not be operated properly. The pump showed good function intraoperatively, but could not be operated by the patient or the surgeon after the operation. The pump was held in various positions, either on the transverse bar of the pump, then the tubes or only through the skin on the scrotum. The pump was tried to rotate to try different positions. However, the pump balloon was solid and had not transported any liquid. The pump was pressed with both hands of the doctor, but also by the patient. Both with little pressure and with a lot of pressure. Intraoperatively, after explantation from the scrotal compartment, the pump was easy to operate again after a jerk, as usual. The pump was doughy solid and did not let any more liquid through. The pump has been revised only a few days ago, so far the patient has not been for the first follow-up.

Event description:
It was reported that after implantation of an inflatable penile prosthesis on (B)(6) 2019, the pump was very difficult to operate so that on (B)(6) 2019 the pump was exposed and repositioned. Even after that, the pump could not be operated properly. The pump showed good function intraoperatively, but could not be operated by the patient or the surgeon after the operation. The pump was held in various positions, either on the transverse bar of the pump, then the tubes or only through the skin on the scrotum. The pump was tried to rotate to try different positions. However, the pump balloon was solid and had not transported any liquid. The pump was pressed with both hands of the doctor, but also by the patient. Both with little pressure and with a lot of pressure. Intraoperatively, after explantation from the scrotal compartment, the pump was easy to operate again after a jerk, as usual. The pump was doughy solid and did not let any more liquid through. The pump has been revised only a few days ago, so far the patient has not been for the first follow-up.